Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch cable at the distal clevis hub is loose and the screw was missing. Instrument's pitch motion has a slight delay when input discs are rotated. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing the of the tenaculum forceps instrument, it was noted that cable on the instrument is broken. There were no missing or fallen pieces reported.